Manufacturer narrative:
The customer has been identified using the device incorrectly. When using the table and the pt is short in stature and the gross traction device enters the red zone on the device, the installation and use of the traction hook extension part number 6875-399 is required. During our conversations with the facility, it was noted that they did recognize the error and have requested in-service by add'l (B)(4). The in-service is scheduled for (B)(4), 2011 by our regional mgr and our sales rep.

Event description:
Our customer called to complain that during the use of the 6875 hana table, shorter patients suffered from nerve palsy post operative. The customer claimed two, possibly three, injuries had occurred and requested contact with their risk management. Customer stated the date range of injuries was in 2010. Customer also stated that their staff has been injured while lifting the spars.